Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was 7.2mmol/l at the time of the incident. The customer reported the pump had black screen after changing battery. The customer stated that the display was blank currently. The display did not return after inserting new battery and pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.